Event description:
A patient's precision system was explanted due to a staph infection in the patient's thoracic spine and the ipg pocket site. The physician did not believe the infection was device related. The patient was administered IV antibiotics. The patient is reportedly doing well and the infection has cleared.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.